Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: not applicable, this material does not have an expiration date. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® one use holder, an unspecified number of holders are coming loose or unscrewing from the needle. No adverse impact was reported regarding the patient or user.